Manufacturer narrative:
No further troubleshooting will be performed at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a shock impedance measurement of 1 ohm. Measurement trends showed shock impedance to be stable at 57 ohms outside of the single out of range measurement. All other diagnostics were good and within an acceptable range. No adverse patient effects were reported.